Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure which was being performed on a lesion that was at a bifurcation, a guide wire was placed in each branch. Resistance was met within the guiding catheter when the stent delivery system (sds) and another balloon were both being placed. After the stent was successfully deployed as the sds was being removed, the balloon separated from the sds at the guide wire exit notch. The fragment was retrieved with a snare.